Event description:
It was reported that error icon displayed occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge was performed and passed. Data log analysis was performed and failed. Functional test results was performed and passed. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).